Event description:
It was reported that during implant of the lead there was high threshold, low sensing, and high impedance. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that the ring electrode pulled out/off, there was blood on the electrode sense ring, the distal conductor was distorted, the distal conductor was stretched, there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation was pulled apart due to overstress, the lead appeared damaged at implant and the lead was stretched.